Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used on (B)(6) 2018. According to the complainant, the bristles from a hedgehog brush detached and became embedded in a suction button. The bristles were removed from the suction button using tweezers. This event occurred during scope reprocessing. There was no patient involvement with this event.